Event description:
Successful emergent stent and coiling procedure in 2007 of a large left corotid aneurysm "impending rupture". The patient reportedly did not receive anticoagulant therapy pre-procedure as indicated in the directions for use (dfu) "typical antiplatelet and anticoagulation regimen used for interventional intracranial procedure is recommended at the discretion of the treating physician" due to impending aneurysmal rupture and the possible treatment options, including same day surgery. Despite the immediate use of IV heparin bolus, reo-pro bolus plus drip infusion; intra-arterial (ia) phenylpropanoline (ppa), ia reo-pro and merci after successful stent placement; the carotid artery reportedly was totally thrombosed. The patient then developed a massive left hemisphere stroke and further care was withdrawn at the family's request. The patient expired later that day.